Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy placement procedure. The procedure date is unknown. It was reported post procedure, the peg tube became dislodged. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Date of event was approximated to may 1, 2022 as no event date was reported. Device manufacture date: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The health care facility name is (B)(6) hospital. Health care facility address: (B)(6). Phone number: (B)(6). The physician's name is unknown. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.